Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a ventilator's sound abatement foam. The customer has alleged black foam particulate in the air path after remediation. There was no report of serious patient harm or injury. The device was returned but evaluation has not begun. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a ventilator's sound abatement foam. The customer has alleged black foam particulate in the air path after remediation. There was no report of serious patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for further investigation. The internal aspect of the device was inspected. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There was 1 error found. Investigator confirmed a location where a small amount of original black sound abatement foam is still located in the unit, but not in the unit airpath or flow path. It was located beneath the airpath foam in the upper right hand side of the rear enclosure in the location of the mounting screw which is used to fasten the rear subassembly to the front subassembly. Investigator has also verified debris in the blower bellows, the blower impellers, the blower transition tube and the portion of the unit flow path on the flow straightener where the blower transition tube connects to the flow straightener. It was also verified that there was no particulate matter noted in the airpath assembly and there was no particulate matter noted on the air path foam. It was confirmed that a location where a small amount of original black sound abatement foam is still located in the unit, but not in the unit airpath or flow path. It was located beneath the airpath foam in the upper right hand side of the rear enclosure in the location of the mounting screw which is used to fasten the rear subassembly to the front subassembly. It was also verified debris in the blower bellows, the blower impellers, the blower transition tube and the portion of the unit flow path on the flow straightener where the blower transition tube connects to the flow straightener. The debris noted appear to have originated from sources exterior to the blower. The bacteria filter used during the operation of the unit did not show any particulate matter in the filter after the operation of the unit under the settings noted on the unit. Investigator verified that there was no particulate matter noted in the airpath assembly and there was no particulate matter noted on the air path foam. Section d8, d9, h2, h3 and h6 were updated.